Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 70-year-old male noted as high risk percutaneous cardiac insertion was implanted with an impella 5.5 device for mechanical circulatory support during bypass surgery. While trying to implant the impella 5.5, there was a left ventricle (lv) perforation. Patches were sewn into the lv and venoarterial extracorporeal membrane oxygenation was cannulated. Patient was given two units of blood products. The decision was subsequently made to place the impella 5.5 via direct approach and not use a wire/catheter to place.

Manufacturer narrative:
The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. Based on the clinical account, the md decided to place impella 5.5 directly without a wire. This technique is outlined in the impella 5.5 IFU, and abiomed support was not on sight. Without further details on physician technique and patient condition, the cause of the ventricle perforation cannot be determined.